Event description:
The patient suddenly presented with seven electrode channels with high impedances status. All previously measurements had been normal since implantation. No injury or accident was reported. Re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.